Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported over infusion was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy in the oncology care area. A patient was receiving a daratumumab drug in 250ml of ns (normal saline) infused with paclitaxel using a non pvc (polyvinylchloride) and filter. The infusion was expected to finish at 1350h but completed at 1410h. The pump stated that the total volume that was infused was 300 ml. The infusion lasted 20 minutes longer than expected, and volume infused was recorded as 50ml more than expected. There was no known patient injury or medical intervention associated with this event. No additional information is available.